Event description:
New information received notes that the event was discovered during follow up in the clinic and the patient was in stable condition.

Event description:
It was reported that the right ventricular (rv) lead exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. The patient's condition is unknown.